Event description:
Pt with multiple medical problems needed central venous access. Attempt to place 4fr-8cm double lumen catheter. Wire "disintegrated", unravelled. Site attempted was right femoral vein. Had great difficulty removing the wire. Ultimately could not use the vein.